Event description:
It was reported that during an acl procedure, following standard operations, the screw broke.

Manufacturer narrative:
One 7207678 8x25mm biorci-ha screw returned. The complaint stated: "following standard operations, the screw broke." Dimensional inspection confirmed that this was an 8mm product. The hex area of the implant was in fairly good condition. The head is intact but the rest of the product is fractured and distorted from force. The damage was focused at the distal tip. There is material missing from fracture. The piece was not returned. The starter must be utilized with the biorci-ha screws to minimize screw breakage during insertion. The complaint stated that the procedure was per standard operations. There was internal scuff marks, distal tip damage and a vertical tear with mangled threads which indicate that the screw got snagged and entangled with the guidewire. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during an acl procedure, following standard operations, the screw broke. A backup device was available to complete the procedure with no significant delay and no patient injuries.